Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This event occurred during drain one of four of peritoneal dialysis therapy. The patient was connected. The patient stated that the patient line had disconnected from the transfer set during therapy but they were unsure how it had happened. The technical service representative advised the caller to dispose of the current supplies attached and continue therapy with all new supplies. The homechoice was operational and a swap of the homechoice unit was not necessary. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.